Event description:
It was reported by a patient that one month post a coronary drug eluting stenting treatment procedure, they experienced hair loss. About 6 months post a taxus express2 2.5x20mm drug eluting stent placement, the patient reported hair loss for the previous 3 months. They had followed up with their cariologist, who was unable to provide patient with an explanation. They were started on plavix after their procedure, however the plavix was not immediately started. It is unclear how long after the procedure the plavix was started. No further information is available.